Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results and error messages (e-2 and e-3). The customer called concerned with test results from results obtained of hi. The customer stated her expected blood glucose test result range is 140-150 mg dl fasting am. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 139 mg/dl using true metrix air meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/17/2027 and per the customer the open vial date is the day of the call. The meter memory was reviewed for previous test result history (only 1 result provided): result 1: hi date: (B)(6) 2026 time:322pm fasting.